Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported issue. The device was tested extensively without observing any discrepancies. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself after they had turned it on to monitor a patient. There was patient use associated with the reported event however, there was no adverse patient outcome.